Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, a patient experienced pain due to ill-fitting aligners. This created a malocclusion that resulted in severe pain on the ur side in particular. The lower aligner was not seated properly on the lr and lower anterior sides therefore creating excessive force on the ur side and localized discomfort and migraines. Doctor advised patient to stop treatment.